Event description:
Patient reported missed a dose due lo mdo not getting back to us regarding her accepted diagnosis codes. She stated slight redness but could be due to her working in the lab, she switched her gloves to vinyl gloves as it could be latex gloves causing her issues. Prescriber: (B)(6) (fax), npi: (B)(4). Directions: inject 300mg(2mls) under the skin q 14 days.